Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated that the prior night, the pump had been charged to 100% battery life. However, the next morning, the pump was noted to be at 50% battery life. There was no impact to the customer's blood glucose level. Multiple attempts were made to obtain additional info regarding the reported event; however, no additional info was provided.